Event description:
It was reported the pt had fallen and landed near the ipg site. Following the fall, stimulation shut off and came back on. It was also reported the pt has been experiencing soreness and stimulation near the ipg site. The pt plans to meet with an sjm representative on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.